Event description:
It was reported that the patient is being considered for a revision for unknown reasons. The sales rep was inquiring about implant identification. No known revision has taken place to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: suggested component code: mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Right total hip arthroplasty with significant anterolateral subluxation of the femoral component in relation to the acetabular cup, suggesting an abnormality of the polyethylene liner. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.